Manufacturer narrative:
The t:slim g4 pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer noted air bubbles in the patient line tubing. Customer reported an elevated blood glucose (bg) level above 400 (mg/dl) and delivered a pump boluses to address bg levels. During troubleshooting with tandem technical support, customer indicated that the cartridge had been in use for 5 days and that they forgot to perform the air removal step when loading the cartridge. Customer was guided through loading a new cartridge properly. Recommendation was made to consult with their health care provider to discuss diabetes management.